Event description:
Additional information received reported that the cause of the event was related to the age of the implantable neurostimulator (ins), as it had been 8 years since its implant. It was unknown as to whether or not abnormal impedance measurements were present. Battery depletion was noted as normal. The patient was referred to a neurosurgeon for replacement on (B)(6)-2012. No injury was reported. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Adaptor, model: 748951, serial#: (B)(4), implanted: (B)(6) 2004, explanted: na; programmer, model: 7435, serial#: (B)(4); lead, model: 3986a, lot#: lc4970, implanted: (B)(6) 2004, explanted: na; adaptor accessory, model: 3550-09, lot#: lc4800, implanted: (B)(6) 2004, explanted: na. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location from the implantable neurostimulator (ins). Specifically, the patient's stimulation moved from her shoulder area to the inside front of her arm over the past 2-3 weeks. There was no known accident or incident reported that was related to the onset of this event. It was noted that the stimulation could not be increased in amplitude even though the patient could increase it in the past. The patient was at a voltage of 0.7 volts and had the ability to increase it to 2.5 volts. The programmer did indicate that the ins was on. Impedance measurements showed values of >4000 ohms on combinations with electrodes #4 and #7. The patient was noted to be on programmed with electrodes #0 and 3. Additional information was requested, but was not available at the time of this report